Manufacturer narrative:
Upon follow up, it was reported that 16 days after hospitalization for peritonitis, the patient had experienced manifestations of peritonitis which included: tiredness and flu-like symptoms. The patient reported they had been in the hospital ¿for about 3 weeks¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause, treatment and outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.